Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The integrated electrosurgical unit (iesu) was analyzed and the reported complaint was not confirmed. The unit energized and cauterized and all ports recognized instruments.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) intuitive field service engineer (fse) went on site to further investigate the reported issue. The isi fse was unable to replicate the reported issue, but still proactively replaced the erbe. The system was tested and verified as ready for use. An RMA was issued to evaluate the device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The root cause of the customer-reported failure mode could not be determined as the product would not been returned for evaluation.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure that an "activation interrupted" message occurred. The staff power cycled the erbe. The erbe fault returned on power up. The staff swapped to an alternate generator before calling intuitive surgical, inc. (Isi) technical service engineer (tse). The live logs were not available. The surgeon continued with the case robotically. There were no reports of patient injury.